Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history as alert 07. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to continue troubleshooting, therefore no further information was obtained.